Manufacturer narrative:
Customer complaint of device leaking was not confirmed. Device was received in normal range of operation. Functional testing of the device did not find any anomalies and battery voltage and lead impedance were still in normal range of operation. Visual inspection of the device did not find any anomalies with the header or the can. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.

Event description:
During device replacement due to normal elective replacement indicator (eri), the physician noticed light brown tissue surrounding the pacemaker. The physician suspected the device leaked due to the pocket's color, although this cannot yet be confirmed without device analysis. The patient did not have any symptoms and no anomalies were reported at the initial device implant. The event was resolved by explanting and replacing the device due to normal eri and cleaning the pocket. The patient was in stable condition.